Event description:
Complainant alleged that during a routine shift check by a clinician, the device's main control switch was found to be malfunctioning causing the energy selection to differ from the energy output. The complainant indicated that there was no pt involvement in the reported failure.